Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). Device history record (DHR): reviewed the device history record for batch number 25a16g8273 and there were no defect encountered during in process and final control product inspection. Evidence at disposal: no sample returned but received 2 pictures of introcan safety 2 wl pur m 20gx25mm - us. From the pictures given, it is not clear to see if the capillary is damaged or had sheared off. Reviewed assembly process: this product is assembled on automated assembly machines equipped with 100% vision inspection system and test stations. Along the machines, there is a 100% inspection stations to check the presence and condition of catheter tip. A damaged catheter tip will result in a trim length error and will be rejected automatically by machine at reject station as it failed the detection by the vision system. No sample was provided for evaluation. Based on the data from the investigation we are unable to determine the root cause of the reported incident. The reported defect was unable to be confirmed. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.

Event description:
As reported by the user facility: the nurse reported that the catheter sheared off while they were trying to place the IV during a code. "I spoke with one of the leaders in the department that reported this issue. She said that the needle went through the plastic catheter shearing a piece of the plastic. When I inquired about the needle being pushed back through the plastic catheter, she reported that she wasn't sure of exactly what happened, so I discussed this with my risk manager and we do not plan to send this catheter back for investigation if you all agree."